Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem. Correction: section d unique identifier (UDI), medical device model, section e initial reporter addr 1. The report of the intermittent errors affecting random cubies and drawers in the 7-drawer auxiliary unit was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: drawer 3 enhanced full-height cubie drawer on the auxiliary not detected on bus- no lights on the drawer controller board and solenoid and retractor band cable exhibited thermal damage. Latch and solenoid plunger were damaged during drawer opening due to the plunger being fused inside the solenoid; as a result, the drawer could not be unlatched without applying force. Replaced following parts: drawer controller board, retractor band cable assembly, solenoid, plunger, and sliding latch. Visual inspection of the returned solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the returned retractor band cable assembly revealed thermal damage along the cable wire, with evidence of cable fusion. Visual inspection of the returned drawer controller board observed no obvious issue; however, electrical measurement of the board noted a component to be shorted. Shorted drawer controller boards, damaged solenoid components, and retractor band cable failures are indicative of the issues affecting cubies and drawers. No further testing was deemed necessary on the returned damaged parts, as the field service engineer's evaluation of the failures was confirmed. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the had a drawer was failed with errors. The customer stated that there was no delay in dispensing medication to patient. As per part investigation, it was determined that there was a thermal damage observed on a solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid and retractor cable exhibited thermal damage, with one wire melted through plastic insulation causing the retractor to fuse to itself. The sliding latch and solenoid plunger were damaged, and the drawer could only be unlatched by force due to the solenoid plunger being fused inside the solenoid. A field service engineer replaced the drawer controller, retractor band, solenoid, plunger, and sliding latch. Cubie trays were checked for foil debris and cleaned out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawers in 7 drawer aux failed with errors. It was reported that there was a thermal damage in the device. There were no adverse events or injuries reported based on this event.